Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system had no response in irrigation and aspiration mode during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The footswitch and cable was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 31, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications and the returned sample was replaced as a preventive measure. Therefore, the sample testing will not be performed. (B)(4)